Manufacturer narrative:
The customer biomed spoke by telephone support with a philips remote support engineer (rse) who provided remote diagnostic/functional testing of the device.the rse instructed the biomed to change the sound settings to speaker and reboot the device as it appeared to be shut off. The rse also informed the biomed this can occur if the user disconnects and reconnects the display.based on the information available, the cause of the reported problem was the speaker volume appeared to be shut off. The reported problem was confirmed. No part was replaced. The investigation concludes that no further action is required at this time.

Event description:
It was reported the user does not hear any sound being emitted from the surveillance.the device was in clinical use at the time of the event, no adverse event or patient harm was reported.